Event description:
It was reported that the user¿s dexcom g7 sensor was paired to the cgm app instead of the ilet, the sensor expired overnight, and no blood glucose data were provided to the ilet, leading the pump to stop automated dosing until pairing to the ilet was completed with assistance. Symptoms included hyperglycemia with a reported maximum glucose of 480 mg/dl, without ketone testing, medical intervention, or adverse health effects reported. Outcomes included temporary interruption of automated insulin dosing and elevated glucose that later trended down after cgm-pump pairing was restored. Investigation included customer support troubleshooting and education to pair the dexcom g7 to the ilet and verification that glucose values were subsequently received. Investigation of this case revealed user setup error leading to loss of cgm data flow to the pump and consequent suspension of automated dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.